Manufacturer narrative:
(B)(4). Batch # = m92x9r. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. It could not be determined what may have caused the reported incidents. The reported events could not be confirmed as the device was found to be fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photo was received and reviewed. Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is that the jaws were clamped over an existing clip or the application for forces on the jaws or clips during the firing/loading stroke.

Manufacturer narrative:
(B)(4): information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please describe the clip formation? Malformed, scissored or both? Was there bleeding? If so, how much?

Event description:
It was reported that during a cholecystectomy procedure, a stapler and a new first shot failed; where the first shot struck three staples incomplete and overlapping ends occlusion clamp. The surgeon had to remove the staples and staple again cystic artery using lt cartridge 300 with a reusable applied olympus. There was no damage to the patient because it was obvious defect "grape" and corrected. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: malformed, scissored or both? Staples do not go parallel , leaves more than one in one shot , the staples do not close properly. Was there bleeding? There wasn¿t bleeding.